Event description:
The manufacturer representative (rep) reported that they had placed a new battery and lead and were seeing greater than 4000 ohms on all case pairs and bipolar pairs 02, 12, 23. They had already run impedances at 1.5 volts and 2 volts and 300 and 450 pulse width, turned down the operating room lights, and still got the same impedance results. It was tested again at 2.0 volts and 360 pulse width. All case pairs were greater than 4000 ohms but the bipolar pairs had normalized. They tested the lead by itself and got bellows and toe response on all 4 electrodes. They then connected the lead to the implantable neurostimulator (ins) and saw high impedances. They removed the lead and tested for motor response again and got good response on all 4 electrodes. They tested with the ins both in and out of the pocket and got the same results on the case pairs. They were going to close the patient and test the impedances post-op. Additional information received from the rep in response to follow-up reported that the cause of the high impedances was not determined. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.